Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve has a blockage. Computer controlled test: because the valve is not permeable, a computer control test is not applicable. Internal inspection : after dismantling of the valve visible deposits were found. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a gav 2.0 (#fx277t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 months. Weight: 5 kg. Gender: female.